Event description:
The reporter stated that the plunger holder/track ii had a broken retainer. During in-house testing, the track ii failed to alert load syringe plunger while on a test fixture. No pt injury or treatment was associated this event.